Manufacturer narrative:
UDI: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). The date of manufacture was documented as unknown in the initial report and has been updated to oct 26, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date is unknown. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor on the device seized, was running rough and defective. It was further determined that the device failed the following pretests: check attachment coupling with attachments, check reverse locking mechanism, check air hose coupling, check for air leak, check triggers for fwd/rev mode, check for untrue running, check for excessive noise,check for power with test bench, and check starting behaviour. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that before use on a patient, it was observed that the trigger on the compact air drive device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.